Event description:
The implantable neurostimulator did not couple with the recharge unit. Several attempts were made to improve coupling using the antenna locator and position changes. The pocket was revised and the device was placed more superficially. Post operatively, the patient was doing well. The device was able to be recharged in a timely manner at 6 recharge efficiency bars. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late, due to a delay by a manufacturer employee. A process improvement plan and training are in place.